Manufacturer narrative:
This report is submitted on december 20, 2023.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. The patient was reimplanted with another cochlear device (date not reported).